Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-linear leads. Upn: m365sc2218500. Model: sc-2218-50. Serial: (B)(6). Batch: 7090692.

Event description:
It was reported that the patient was experiencing inadequate pain relief. Fluoroscopy was taken which showed that the lead migrated. The patient underwent a revision procedure wherein the leads were repositioned. The patient was doing well postoperatively and the device remained implanted.